Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While impacting the cup handle broke.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the handle broke into two pieces at the proximal pin location. The root cause is attributed to wear out. The date code a1204 indicates the instrument was manufactured in december of 2004 and is 12 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
While impacting the cup handle broke.